Event description:
Date of implant: 2007. It was reported that a patient underwent a spinal fusion with rod instrumentation at l3-s1. Approximately 4 months post-op, follow-up xrays revealed the "cable on the left side snapped with the head of the cable appearing cephalad approx 3-4mm". The rod was utilized to "top off" the construct and autograft and a stem cell graft harvest was placed at the spacer level. A revision surgery has not been scheduled at this time. The surgeon is continually monitoring the patient. No patient complications were reported.

Manufacturer narrative:
Device has not been explanted; therefore, no product evaluation is possible. Xrays reviewed indicate that the device was not aligned properly. Flanges are not parallel. It appears that the cables fractured in one rod in the pair. All wires seem to have broken at the proximal end.